Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 103) has been confirmed. The cause of the service code 103 (gel fire faults) is a cracked trunk cable connector. The cracked trunk cable connector likely damaged the yellow ground wire. The root cause of the cracked trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.

Event description:
Zoll customer support contacted a (B)(6) male pt to replace his electrode belt. The pt's download revealed a service code 103. The pt was provided with a replacement electrode belt.